Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 7-30-97 in site #20 during a complex procedure in which there was a complete absence of cancellous bone at the implant site in which the cavity was filled with freezed-dried bone. The clinician reports that the reason for implant failure is due to the fact that tooth #k was removed and #20 was congenitally missing. Upon drilling, after 2 mm of cortical bone a large cavitation in the mandible was uncovered. The area was filled with autogenous bone and the implant was placed. Minimal stability was achieved. After one month, the implant had migrated through the buccal plated and was removed on 9-5-97 due to pain, swelling and implant mobility.